Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received a blank screen display and was not able to use insulin pump for four days. Customer's blood glucose was 292 mg/dl. After troubleshooting, display screen returned. Caller was advised that battery cap would be replaced.